Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), product type: catheter; product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (b)(), ubd: 23-apr-2012, (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 17-dec-2005, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient ended up with sepsis and ended up in the hospital. Patient said well we need to turn it off. Patient didn't want to be on opioids anymore. She had bumps on her back and they didn't know if it was a healthcare professional (hcp) but she followed the lines on an x-ray and it was the catheter where the bumps were. Patient said it wasn't poking out of the skin and the skin wasn't split. Her catheter was trying to work itself out a couple different places in the back and it was irritating her back. No further complications were reported.